Event description:
The radiopaque marker band of the aspiration catheter would separate from the shaft during the procedure. The physician indicated that on more than one occasion the radiopaque marker band on the aspiration catheter would separate from the aspiration catheter during the procedure. There is no product being returned and there are no specific lot numbers associated with this case.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. Device discarded-not returned for evaluation.